Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00892. During the laboratory evaluation the complaint was confirmed. The product surveillance technician (pst) connected the epgs to a system one simulator and central control monitor (ccm), attached o2 and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. After calibration, pst set the epgs at 5 liters per minute (lpm) and 100% o2. The ccm indicated 99.3% but the actual output measured with an external flowmeter was 95.4%, which is outside of the o2% accuracy specification. The pst temporarily replaced the software module and o2 sensor which did not correct the out of specification o2% accuracy. During visual inspection nothing observed that would cause failure. The device was sent to service for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity (while troubleshooting the reported issue on MDR #1828100-2015-00892), the subsidiary site quality engineer changed the oxygen (o2) sensor on the electronic patient gas system (epgs). After the unit inspection, it was confirmed that fraction of inspired oxygen (fio2) value differed -5%. Because failure of the o2 sensor was presumed, he changed the o2 sensor three times in total, but -5% gap was not resolved. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The unit was manufactured in 2004 and there is no record of reconditioning done on the electronic patient gas system (epgs) as suggested by manufacturers operators manual every two years. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.